Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece measuring 55.5 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead portion found calcification covering the helix tip and the ring electrode which is assumed to be the cause of the rise in the pacing impedance and capture thresholds as indicated on the session records. A scanning electron microscope evaluation verified that calcification was present on the helix and the ring electrode. The cause of the reported events of ¿slow gradual rise in impedance¿ and increasing capture thresholds was isolated to the calcification of the helix tip electrode and the ring electrode. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a slow, gradual rise in the pacing impedance of the right ventricular lead had been noted starting in (B)(6) 2020. The capture threshold had remained stable until (B)(6) 2020, where it was noted to have increased. The lead was explanted and replaced, and the patient was asymptomatic and recovering post-procedure.